Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, ischemic stroke, and bleeding could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists right heart failure, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Additionally, section 6 ¿patient care and management,¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that on (B)(6) 2021, the patient was profoundly hypervolemic with hyponatremia, and they showed signs of vasoplegia while on milrinone. The patient's creatine levels were rising and symptoms of feeling cold and clammy were reported. Hypervolemia resolved on (B)(6) 2021. On (B)(6) 2021, the patient complained of pain in their legs overnight; an examination revealed swollen legs. On (B)(6) 2021, the patient had a syncopal episode around 2:00pm and then again around 8:00pm. The patient had a period of confusion after the second syncopal episode that lasted several minutes. The patient stated their stroke-related symptoms had been persistent since the syncopal episodes. The patient's neurological dysfunction and thrombocytosis were considered resolved on (B)(6) 2021. The patient continued to have intermittent nose bleeds until (B)(6) 2022.

Event description:
It was reported that the right heart failure did not exist prior to the pump implant. It was noted to be unlikely that a device related issue caused or contributed to the right heart failure. The patient continued to have intermittent nose bleeds through (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events of right heart failure, stroke, bleeding, syncope, and other patient-related conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Additionally, section 6 ¿patient care and management,¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a right pleural effusion, as noted on a chest x-ray. Thoracentesis was performed and 1150 ml pleural fluid was drained. Post-procedure chest x-ray showed small residual plural effusion, which resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient had epistaxis for a couple of hours in the morning. The patient stopped bleeding before a rhino rocket could be placed. Hemoglobin and hematocrit was down to 6.8 and 22.9, respectively. The patient received 1 unit of packed red blood cells (prbcs) on the (B)(6) 2021 and another on (B)(6) 2021. Hemoglobin and hematocrit was stable and the bleeding was considered resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 inotrope therapy was initiated due to their right ventricle having moderately reduced systolic function. The patient also appeared more volume overloaded upon physical exam with peripheral edema. Echocardiography found significantly dilated inferior vena cava with absence of inspiratory variation. The right heart failure was in ongoing/stable condition and the patient would have a prolonged hospitalization on inotropes. The patient had a history of splenectomy that led to the patient being placed on daily aspirin starting (B)(6) 2021, and at the same time having their study medication discontinued. This was due thrombocytosis with their platelet count increasing from 183k immediately post implant to a peak of 741k on (B)(6) 2021. There was onset of left-sided weakness and dysarthria on (B)(6) 2021 at around 14:00. Stroke alert was activated at 20:58 due to decreased level of consciousness. A computed tomography (CT) scan of the head found a remote right middle cerebral artery stroke (mca). CT angiography (cta) of the head and neck was found to be unremarkable and CT perfusion (ctp) was negative. No tissue plasminogen activator (tpa) was given as the patient's readings were out of window and they were on warfarin. No endovascular therapy was performed as no thrombus was seen. Examination of the patient revealed left upper extremity was 4/5 and left lower extremity 3/5. There was mild dysarthria and left facial droop. Most likely caused by an ischemic stroke in the right mca due to thrombocytosis and the recent left ventricular assist device (lvad) implantation. This was despite their international normalized ratio (inr) being between 2-3. The patient's ctp being negative suggested the possibility of recrudescence. The stroke was considered resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.